Event description:
The ge oec 9900 fluoroscopy system had a wig/wag brake failure during a procedure. The brake/lock assembly fell apart.

Manufacturer narrative:
A ge oec service representative investigated the issue and repaired the wig/wag brake. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.